Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced exposure of mesh, vaginal pain, dyspareunia, urgency and urinary frequency. An incision and debridement of vaginal epithelium, reclosure of the vaginal epithelium over the mesh and an excision of vaginal sling and urethrolysis were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.